Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing was observed on the right ventricular (rv) lead, which led to inappropriate anti-tachycardia pacing (atp) being delivered. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that during a device replacement procedure due to normal elective replacement indicator (eri), the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.